Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed with the device attached. The articulation curve of the de livery system did not meet specification and was out of plane. Visual analysis of the lead indicated damage during use. The analyst noted that the delivery system was returned with the device attached. Curve could be applied but did not meet curvature deflection specification of 120 degrees and was out of plane. Observation of the handle found the tether lock button in the locked position with the tether retaining pin not placed in the handle but hanging from the tether line. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 28-jul-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure of the leadless implantable pulse generator (ipg), the ipg was moved about 10 times for poor electrical measurements. The ipg was removed and upon removal it was noted that the delivery system was making a sharp curve back around itself, not like the way it should bend. A new ipg and delivery system were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it appeared that a cable had broken in the delivery system.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.